Event description:
It was reported that the pump was over delivered during pm. There was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported issue. It was determined that the expulsor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.